Event description:
Additional follow up revealed that pocket revision happened on (B)(6) 2018.

Event description:
Additional follow up revealed that issue of pain at ipg site has been resolved following the pocket site revision.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced a fall on ipg site and was started to have discomfort at the scs ipg site while sitting. As a result, patient underwent a surgical intervention on (B)(6) 2018 and ipg site was moved up approximately 2 inches. Therapy has been restored post operation.